Manufacturer narrative:
Additional information was added to h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in july 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the blue plastic (connector) and the clear tubing of twenty five (25) homechoice cassettes. This was observed during before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.